Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robotic-assisted versus conventional laparoscopic adrenalectomy in pediatric patients 10.21037/tp-23-251 liu-2025-robotic assisted versus conventional.pdf. Https://doi.org/10.21037/tp-23-251.

Event description:
A review of the article reported the following adverse event. A patient developed a chylous leak on the second postoperative day, characterized by milky white and turbid drainage fluid. The peak daily drainage volume was 55 ml. The patient was managed conservatively with a low-fat diet and prophylactic antibiotics to prevent infection, leading to improvement.